Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have depleted prematurely, and interrogation was no longer possible. Currently, the field is attempting to get device data to technical services (ts) for review. No adverse patient effects were reported. This product remains in service. Additional information received via good faith effort (gfe) response indicates the physician had likely used the incorrect wand to interrogate the device. The patient came in for another follow-up, and the device was successfully interrogated. The estimated remaining battery longevity at follow-up was 65%, and the patient was enrolled in the latitude remote patient monitoring system.

Manufacturer narrative:
The "unintended use error caused or contributed to event" investigation conclusion code was selected because available information indicated the physician likely used the incorrect wand to interrogate the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have depleted prematurely, and interrogation was no longer possible. Currently, the field is attempting to get device data to technical services (ts) for review. No adverse patient effects were reported. This product remains in service.